Event description:
The operator set up a spect protocol for ventral and dorsal imaging. After the ventral image was performed, the patient moved and spread/braced her arm. According to the protocol setup, the gantry moved automatically from the bottom to the top towards dorsal and squashed the patients arm. The x-ray assistant wanted to stop the gantry and selected stop on the image protocol of the acquisition computer, but the gantry did not stop the rotary movement. Thereon the x-ray assistant pushed the e-stop button and the gantry stopped. The operator removed the patient from the gantry and the patient was sent to the hospital for examination.